Event description:
Additional information was received from the manufacturer representative indicating that multiple messages were left for the patient, but no response has been received. The representative also noted that there has been no communication from the managing neurologist regarding any issues. Based on this, the representative assumes the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient (pt) was calling to make sure therapy was on. During call patient's therapy showed on and patient was charging implant at 75% with full coupling. Patient said that they had wondered if the therapy was off because the patient had been having symptom issues. Patient said that yesterday they were having full body spasms which was what they would have when the implant therapy was turned off. Patient said these all over body tremor events were intermittent and that they would happen for a few hours, 6-8 hours sometimes and then seemed to resolved themselves. Pt said this was the 4th time they've had these episodes of the last couple of months. Pt said that each time they checked the implant and the implant battery had been charged up and therapy had been on. Pt said they weren't sure if this was related to the dbs device. Pt said that they inadvertently went through a metal detector a few months ago and the implant shut off and sent the patient into "crazy convulsions". The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.